Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump delivered an un-programmed bolus of 1 unit while the customer was on the swing. The customer¿s blood glucose level was unknown at the time of the incident. There were no alarms in pump history, but the pump passed a self test and a displacement test. Troubleshooting was not completed and the caller was uncomfortable with the customer using the pump. The insulin pump will be returned for analysis.